Manufacturer narrative:
(B)(6). The product was returned for examination. Visual inspection of returned part confirmed the reported event as the anti-rotation tab was bent. There is evidence of excessive buffing and machining indicating that this part was likely dropped during the manufacturing process causing the tab to bend. Therefore this product was likely non-conforming when it left zimmer biomet control. Review of device history records identified unrelated deviations and review of the associated inspection criteria determined that the position for all of these tabs in this lot would have been inspected. The root cause was determined to be operator error as this part was dropped during the manufacturing process.- review of complaint history found no additional related issues for this item. Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were reworked and released to distribution. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient was undergoing a revision of competitor products on (B)(6) 2016. During the procedure, when the surgeon opened the oss rs femoral component and attempted to assemble the component with a segment it was discovered that one of the anti-rotation tabs was bent. As a result the femoral component would not seat properly on the taper. The rs femoral busing and rs axle were opened but not used because the segmental femur was defective. There was a 5 minute delay and another oss system was used to complete the procedure.